Event description:
The patient reported that while charging the op5 controller, the device overheated and charged very slowly. The patient removed the device from charging after 5 minutes due to safety concerns. When holding down the power button to turn the device on, the device only vibrated slightly. The patient confirmed to be using the original insulet-issued charger. The patient attempted using a different charging cable, but the same issues persisted. Additionally, the patient reported smelling burnt plastic. At the time of the patient reporting, the controller was unresponsive. The patient reported that she had previously dropped the controller and the screen had cracked.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.